Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abortion spontaneous ('pregnancy (stillbirth/ miscarriage)') and pelvic pain ('pain') in a 32-year-old female patient who had essure (batch no. A36525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2014. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth/ miscarriage)"). On (B)(6) 2014, the patient experienced abortion spontaneous (seriousness criteria medically significant and intervention required), 1 year 4 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and psychological trauma ("psych injury"). The patient was treated with surgery (bilateral salpingectomy and dilation and evacuation as well as a laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abortion spontaneous, pelvic pain, pregnancy with contraceptive device and psychological trauma outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, pelvic pain, pregnancy with contraceptive device and psychological trauma to be related to essure. The reporter commented: removal date discrepancy noted (B)(6) 2014; she had received treatment for pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("pregnancy (stillbirth/ miscarriage)") and abortion spontaneous ("pregnancy (stillbirth/ miscarriage)") in an adult female patient who had essure (batch no. A36525) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first and second trimesters of pregnancy. The patient was treated with surgery (dilation and evacuation as well as a laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pregnancy with contraceptive device and abortion spontaneous outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous and pregnancy with contraceptive device to be related to essure. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abortion spontaneous ('pregnancy (stillbirth/ miscarriage)') and pelvic pain ('pain') in a 32-year-old female patient who had essure (batch no. A36525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2014. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth/ miscarriage)"). On (B)(6) 2014, the patient experienced abortion spontaneous (seriousness criteria medically significant and intervention required), 1 year 4 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and psychological trauma ("psych injury"). The patient was treated with surgery (bilateral salpingectomy and dilation and evacuation as well as a laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abortion spontaneous, pelvic pain, pregnancy with contraceptive device and psychological trauma outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, pelvic pain, pregnancy with contraceptive device and psychological trauma to be related to essure. The reporter commented: removal date discrepancy noted (B)(6) 2014; she had received treatment for pain. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Event pain and psych injury added. Rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.